Manufacturer narrative:
The device has not been requested for return at this time. No conclusions can be made at this time.

Event description:
On 06/01/2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was treated in the emergency room for low blood glucose (bg) around 40 mg/dl with cognitive impairment associated with priming while attached following a loss of prime warning. The patient was reportedly treated with oral carbohydrates and discontinued the pump. Reportedly, the cartridge was inserted with cold insulin which led to a loss of prime warning, and then the patient primed while attached after the loss of prime warning, leading to a low bg. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with use error.